Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device could not be interrogated. It was noted patient received a notification two months prior but did not follow-up with the clinic. No shocks or sources of emi were noted. Communication could not be established even after several attempts. The device was explanted and replaced. No adverse consequences during the procedure were reported.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion. Following fields deleted: